Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6) female patient complaining of chest pain, the device inappropriately shut down. Complainant indicated that they turned the device back on and continued to treat the patient successfully. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.